Event description:
In 2005- a dental implant was placed in tooth location #21. Subsequently the pt was experiencing pain and paresthesia. In 2005- the implant was removed. In 07/2005- the clinician wrote "pt reported after three days that the pain has stopped and the paresthesia is gone".